Event description:
During an injection of omnipaque 300 contrast solution (warmedd) at the rate of 3ml/sec & 300 psi per power injector the catheter separated from the hub. The catheter did not fully penetrate the patient's skin & was able to be pulled from the patient's arm before any opportunity to migrate into the blood stream. The IV was restarted & procedure completed. Note: had a previous event of this nature in june 2002. Notified the manufacturer in writing at that time also.